Manufacturer narrative:
The customer complaint of channel error 232.4030 was confirmed and replicated during testing. This error may be triggered when a motor stall condition is detected by the pump module electronics. During the investigation the pump module error log was reviewed and recorded 60 instances where the device alarmed for channel error 242.4030. The customer¿s returned pump module device was tested using a water filled infusion set and immediately alarmed for channel error 232.4030 during testing. Troubleshooting of the error determined that inductor l2 on the motor controller board had an open circuit. The open circuit was repaired and a test infusion was started. No alarms or malfunctions occurred during the test infusion. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported an error code 242.4030 when in use on a patient. It was reported that the ail and the pressure sensors were replaced twice however continues to receive the same error code . There was no report of patient harm. Although requested no further details provided.